Event description:
Information received from the field notes that a trans- telephonic monitor (ttm) showed vvi pacing at 63 ppm. When the patient was seen in the clinic, the device was programmed out of eol mode and normal function was observed. A subsequent ttm showed no evidence of pacing. At the clinic, the device would not interrogate and there was no pacing or magnet response. The patient's intrinsic rate was approximately 50 bpm. The device was replaced.